Manufacturer narrative:
This follow-up report is being filed to relay this is a duplicate report of 1825034-2014-01377.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01404-2/ -03765/ -03766).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2003. Subsequently, patient was revised on (B)(6), 2014 allegedly due to pain. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6), 2003 and a left total hip arthroplasty on (B)(6), 2003. Legal counsel further reports a right hip revision was performed on (B)(6), 2014 and a left hip revision was performed on (B)(6),2012 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-01404, 03765 / 03766 and 06336).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. Legal counsel further reports a right hip revision was performed on (B)(6) 2014 and a left hip revision was performed on (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2014 was due to pain, metallosis, soft tissue destruction, and elevated metal ion levels. The patient's operative report noted cloudy fluid and metal staining. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2012 was due to pain with metallosis and metal-on-metal wear. The patient's operative report noted fluid, metallosis, granulomatous reaction and erosion into the proximal femur. Additional information received in patient medical records noted that on (B)(6) 2012 and (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."